Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the aic charging issue was a defective pbm board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that after power up, aic (automated impella controller) shows battery fault without any pump connected. Field service was contacted and console must be sent in for repair. Successfully switched to new console. No harm done to the patient.